Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were 480 mg/dl, 327 mg/dl and 212 mg/dl. The customer received calibration not accepted alarm and change sensor alarm. The insulin pump will not be returned for analysis.